Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2013-02821 / 02822 and 02824/02826).

Event description:
It was reported that a patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to infection. All components were removed and replaced with cement spacer molds. No further information has been provided.